Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 550 mg/dl. The customer reported that they already done troubleshooting on insulin pump for high blood glucose and hospitalization. The customer reported that they received no delivery alarm during normal use. The customer reported that event was resolved by changing complete set (inf and res). The reservoir will not be returned for analysis.